Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the stimulation had turned itself off by itself 3 or 4 times since (B)(6) 2017. Additionally, it was reported that the patient got an error message which she thought said ¿eos¿ and it wouldn't work around (B)(6) 2017. The patient met with the manufacturer representative a few days later. The patient was unsure whether the manufacturer representative got it working again or if it started working on its own. Information was received from a representative on (B)(6) 2019 noting that they were made aware of stimulation turning off in (B)(6) 2018. During the meeting, it was determined the device needed to be recharged. Eos was not confirmed. There were no further complications reported or anticipated.